Manufacturer narrative:
The battery handset and unit were returned and are undergoing investigation. A follow-up report will be submitted upon investigation completion. Upon receipt of the intial complaint, it was originally determined not to be a reportable event. However, upon further evaluation we have determined to report this event. Aribex initiated a recall, reference recall z2716/17-2016.

Event description:
It was reported that the unit was smoking.

Manufacturer narrative:
Upon visual inspection it appears that a thermal runaway occurred. It is not possible to determine the exact sequence of events that led to the thermal event. However, there is evidence that a short occured in the upper battery pack between the cells and pcb. There was a blackening on the top of the upper battery pack and its printed circuit board (pcb). Cells 5 and 6 appear to have been involved in the thermal event, likely by supplying energy into a fault in the board. Additionally there was a slight melting of the handset plastic enclosure. This concludes our investigation. A recall is ongoing, reference z-2716/2717-2016.